Event description:
The customer reported that the system displayed a regulator failure error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system needed to be re-charged. The service representative instructed the customer to charge the system for 24 hours at least once a week. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.